Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2203e and lot# 24036117 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite vial access device had flow issues. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that one of the vials from the 90mg kit, when the patient goes to insert the needle to draw up medication, it won't pull any medication. The patient says it's all mixed properly and had no issues with the starter kit, but with this one, is not able to get the medication drawn up.